Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and 100% passed inspection. An actual sample was returned for investigation. From the complaint description, it was "difficulty removing the catheter, causing irritation of the urinary tract." Visual examination on the catheter showed that there was blood and cotton residue on the surface there was no sign of kinking, clamp mark or collapse lumen observed throughout the shaft. The catheter then was inflated with l0ml of water using a luer tip syringe. The balloon can be inflated as normal. Deflation of the balloon by connecting empty luer tip syringe barrel to the valve showed that the balloon can be fully deflated. Based on the investigation, the balloon can be deflated as normal. The balloon also can be fully inflated during inflation test. Reviewing the manufacturing process, no potential cause could have contributed to the problem. All products were subjected for 100% inspection of leak test , inflation and deflation test. The defect related to functionality of the product will be culled out during inspection. Therefore, this complaint is not confirmed.

Event description:
Difficulty removing the catheter, causing irritation of the urinary tract. Additional information: the customer reports that the balloon did not deflate which caused irritation of the urinary tract in the patient and required analgesics. In response to the question of how the device was removed it was stated, we could not get more information about the event, the customer limited information.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Difficulty removing the catheter, causing irritation of the urinary tract. Additional information: the customer reports that the balloon did not deflate which caused irritation of the urinary tract in the patient and required analgesics. In response to the question of how the device was removed it was stated, we could not get more information about the event, the customer limited information.